Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 13-1033-149 on their lvp. Recommended re-flashing the pump and then performing calibration. If fault still does not clear, I recommended replacing the logic board. No patient involvement. (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A complaint history record in the track wise was performed for the (B)(6) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 error code. Case notes: problem description: 01/10/2018 , 15:07:27, rcrowe. Customer called experiencing error code 13-1033-149 on their lvp. Recommended re-flashing the pump and then performing calibration. If fault still does not clear, I recommended replacing the logic board. No patient involvement. (B)(6).